Manufacturer narrative:
Device was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. Device p-cap / test reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring on the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.